Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon eval the battery charger/modem would not power up. The cause of the charger/modem failure was a defective buck converter u604. The 12v supply voltage was low, causing the u604 to not function properly. The root cause was unable to be positively determined. No adverse event resulted from the defective u604 component. The pt received a replacement battery charger/modem.

Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem sn (B)(4) was unable to power on. The last pt to use this charger did not report any deficiencies.